Event description:
Info received indicates when the brake is set, the head end casters would not roll, but would continue to swivel.

Manufacturer narrative:
The technician found the collar mechanism was worn. The technician replaced the brake casters to repair the stretcher.